Event description:
On 5/6/81 an ipp device was implanted. On 1/13/87, the cylinders were revised. Info received on 1/20/97, indicates the dr will be doing a revision of a 20 year old implant. No further info is known at this time.